Manufacturer narrative:
The investigation has determined that higher than expected glucose (glu) results were obtained from samples from two different patients processed using vitros chemistry products glu slides lot 0023-3232-8993 on a vitros 4600 chemistry system. The two patients are dogs. A definitive assignable cause of the event could not be determined. Based on historical quality control results, a vitros glu lot 0023-3232-8993 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0023-3232-8993. However, an individual slide related issue cannot be entirely ruled out as a contributing factor of the higher than expected results. There was no evidence that an issue related to performance of the vitros 4600 system contributed to the event. Additionally, historical qc results were precise. However, as no vitros glu precision testing was performed on the analyzer, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected glucose (glu) results were obtained from samples from two different patients processed using vitros chemistry products glu slides lot 0023-3232-8993 on a vitros 4600 chemistry system. The two patients are dogs. Patient 1 sample result of >625 mg/dl vs the expected result of 111.33 mg/dl patient 2 sample result of >625 mg/dl vs the expected result of 142.60 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros glu results were not reported from the laboratory. Although the patients were canines, the investigation could not rule out that human patient samples would not be affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).